Event description:
A patient was implanted with onkos devices on (B)(6) 2022. An onkos custom adaptor was created to connect to the patient's previously existing hardware to the onkos distal femur replacement system. It was reported that a patient was revised on (B)(6) 2022 due to an infection. The following implanted devices were removed during the revision procedure: custom compress adaptor, eleos tibial hinge, eleos tibial poly spacer, eleos tibial baseplate, eleos tibial baseplate tapered screw, two eleos male-female midsections, eleos distal femur axial pin, eleos distal femur, and an eleos tibial baseplate. This record captures the eleos distal femur axial pin. This event will be reported to the FDA as a serious injury.

Event description:
A patient was implanted with onkos devices on (B)(6) 2022. The patient was implanted with eleos proximal tibia replacement system. It was reported that the patient was revised on (B)(6) 2022 due to an infection. The following implanted devices were removed during the revision procedure: eleos poly spacer, eleos proximal tibia, eleos cemented stem, eleos tibial hing component, eleos resurfacing femur axial pin, eleos stem extension, eleos resurfacing femur, eleos resurfacing femur tapered screw. This event will be reported to the FDA as a serious injury due to the revision surgery. This record captures the eleos resurfacing femur axial pin.

Manufacturer narrative:
Section b5 and section d4-6 were corrected due to incorrect initial reporting. Event description, device information and codes were updated to reflect new information received on 03 august 2022.. The patient was implanted with the eleos proximal tibia replacement on (B)(6) 2022. On (B)(6) 2022, the patient underwent their original eleos surgery where the following implants were extracted due to infection: eleos proximal tibia, eleos tibial poly spacer, eleos resurfacing femur, eleos resurfacing femur axial pin, eleos resurfacing femur tapered screw, eleos canal filling stem extension, eleos straight cemented stem, and eleos tibial hinge component. An antibiotic spacer was placed after the implants were removed. The cause identified for this complaint is an alleged infection, which required surgical intervention. Ultimately, the root cause of the patient's infection was unable to be determined. Based upon the device history records, sterilization records, and interview with the sales representative the investigation concluded that the root cause of the alleged infection is not related to the design, manufacture, and/or sterilization of the components.